Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the tip of the mapping catheter was visibly kinked. The catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the mapping catheter showed that the shaft tip was kinked. No ECG electrode was displaced and both the shaft and introducer were not kink. In conclusion, the reported issue of tip kink was confirmed through testing. The catheter failed the return product inspection test due to a loop kink. If information is provided in the future, a supplemental report will be issued.